Manufacturer narrative:
Investigation-evaluation: description of event: as reported the basket wire of an ncircle tipless stone extractor broke from top of basket portion, when trying to remove a kidney stone. Used bilaterally. A laser was used. The device was tested prior to use. The patient had a tortuous ureter. The procedure was completed using a ncompass nitinol stone extractor. No part of the extractor had to be retrieved from the patient. Preliminary inspection of the returned device found one of the wires was broken near the loops. The point of separation had a melted appearance. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, and a visual inspection, of the returned device, were conducted during the investigation. One ncompass nitinol stone extractor returned for investigation, in opened packaging. Handle in open position. One wire has break near loops. Point of separation has a melted appearance additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. Cook also reviewed product labeling. The product IFU, provides the following information to the user: precaution: the device is conductive. Avoid contact with any electrified instrument. Provided information stated a laser was used during the procedure. Based on the provided information and investigation of the returned device, the basket wire broke due to being inadvertently exposed to a laser during use. The appropriate personnel have been notified, and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported the basket wire of an circle tipless stone extractor broke from top of basket portion, when trying to remove a kidney stone. Used bilaterally. A laser was used. The device was tested prior to use. The patient had a tortuous ureter. The procedure was completed using a compass nitinol stone extractor. No part of the extractor had to be retrieved from the patient. Preliminary inspection of the returned device found one of the wires was broken near the loops. The point of separation had a melted appearance. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
G4 ¿ PMA/510(k) #: exempt. H3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.